Event description:
"When checking ltv950 for monthly check, I noticed the pressure limit control setting would not hold. It was set at 20 and would sometimes go to 30 and 40." No allegations of pt harm, no alarms sounded, in use with humidifier, while on ac power.